Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Twenty-six of the forty parts reported were returned for evaluation. The returned parts were reviewed and removed from the packaging that indicated the part was sp-3211-l. The prints for sp-3211-l and sp-3211-r were pulled to compare the returned part against. It was found that the part within the packaging was an sp-3211-r and not the indicated sp-3211-l, therefore the complaint is confirmed. Investigation results concluded that the reported event was due to a manufacturing error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Photographs were provided of the package, label, and part which confirmed the complaint. There were (B)(4) parts in lot 770670 and all (B)(4) parts were sent to this sales associate; there are no parts from this lot remaining in inventory for review. This device is distributed non-sterile, therefore the device is removed from the package and placed in a tray, the facility does not receive the product in the packaging. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported upon receipt of the product he identified the packages labeled part number sp-3211-l were mislabeled as they contained part number sp-3211-r.